Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings and precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicated the event was due to anatomical changes over time. However, we have notified the appropriate individuals and we will continue to monitor for similar events.

Event description:
A male underwent aaa repair with a main body extension in 2007 to repair an endoleak of a previously implanted device of another MFR. Over time, a proximal type I endoleak developed, so the physician placed a renu cuff in 2008. Placement of renu cuff successfully resolved the endoleak.